Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the midline incision site. Antibiotics were prescribed but unsuccessful. The evoke scs system was explanted, and intravenous (IV) antibiotics were administered. Twelve (12) days later, the wound appeared to be healed.